Manufacturer narrative:
Na

Event description:
It was reported that the patient presented in clinic after a patient notifier was delivered by his implantable cardioverter defibrillator (ICD). Upon interrogation, it was observed that atrial lead impedance was less than 100 ohms. Values were updated, but impedance remained below 100 ohms. It was also noted that atrial signal amplitude had decreased significantly since the last follow-up. The device presented irregular sensing of p waves at 0.2 mv.